Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a left ventricular outflow tract (lvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a vascular dissection requiring surgical intervention (cardiac catheterization) and hemodynamic support. Several hours post-procedure, the patient was transferred to the cardiac catheterization lab reporting severe chest and back pain. ECG revealed st segment elevation (leads unspecified). Left heart catheterization revealed a left circumflex coronary artery dissection. Patient was intubated, ventilated, and provided hemodynamic support (unspecified). Patient was transferred to the intensive care unit (ICU) in stable condition. Patient required extended hospitalization as a result of the adverse event. Although the patient remains in the ICU, it was reported that their condition has improved and they have fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Physician indicated that the injury may have occurred as a result of trauma from the thermocool® smart touch® sf bi-directional navigation catheter during mapping.